Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The membrane in the expiratory cassette was found defective. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported failed pressure transducer test during pre-use check. No technical error codes were noted to indicate any ventilator malfunction. This type of issue will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).